Event description:
It was reported that high impedance was observed during a generator replacement surgery which was stated to be caused by fibrosis of the nerve, which is known to be a cause of high impedance. The surgeon was able to visually observe the fibrosis at the site the electrodes attach to the nerve. No known relevant surgery has occurred to date to address the high impedance. No additional or relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data, including dates; corrected data; initial MDR inadvertently omitted data which was available prior to submission.

Event description:
Follow up has been performed with the physician to request a history of the impedance values throughout implant life of the lead and these attempts remain unsuccessful to date. No additional or relevant information has been received to date.